Event description:
Additional information received reported the revision was cancelled by the doctor and there was no reschedule date yet.

Event description:
It was reported there was a shocking or jolting sensation at the implantable neurostimulator (ins) site; sometimes where the connections were with the lead wires. The patient felt like stimulation was moving and like it was hitting a nerve. The sensation came and went and on occasion woke the patient up from a deep sleep. The doctor was aware and there was a future appointment scheduled. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the battery was causing the patient pain as it was tilted. It hurt especially when the patient laid on it and it had been like this since her implant. The patient stated the battery was moving in the pocket. About one month prior to the report, the patient felt zapping around the pocket site, and now it was happening a couple times per week. Impedance testing and reprogramming were completed. All impedances were within normal levels. As a result of the event, there was a surgical intervention of pocket revision. The product issue was not resolved and the cause of the issue was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).